Manufacturer narrative:
B3: date of event unknown. One device was received for investigation. The reported issue was confirmed during functional testing. The investigation traced the issue to the downstream occlusion (dso) sensor, which was determined to be non-functional. The dso sensor, dso bezel, and dso seal were replaced. The battery compartment and lcd lens were also replaced.

Event description:
It was reported the device displayed a cassette not attached error. The issue was found during testing.